Manufacturer narrative:
H3 other text : serviced by a third-party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device was noisy and the power supply was too hot to touch. The patient alleges headaches. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Information received during a repair evaluation by a third-party service center confirms there is no degradation of sound abatement foam. The manufacturer is submitting a final report at this time.